Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. A visual inspection noted no abnormalities. Functional evaluation revealed an open trace on the bldc (brushless direct current) board through continuity testing. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a bariatric procedure. When placing the battery on the handle, it makes signals of fail (blue lights on and first green light flicking). Try the same process several times and then try with another battery, but the problem persists. All occurs before placing the adapter or the reload. The product was not used in the patient. The current status of the patient is ok.